Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after the anticancer drug was administered, the patient's clothes were found to be wet. Drugs were found on the clothes. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the state of the returned sample. One 4fr groshong connector assembly was returned for evaluation. An initial visual observation revealed use residue on the connector assembly piece. The groshong catheter was not returned. A functional test of flushing the connector assembly piece with water was performed. No leaks were observed on the sample. The inspection of the returned product was insufficient to identify the alleged issue, as the groshong catheter was not returned. This complaint will be recorded for future trending and monitoring purposes.